Event description:
The pt with this pacemaker had passed away, due to an unknown cause. A family member has filed a legal claim. Prior ot this claim, there were no adverse clinical observations reported.